Manufacturer narrative:
Philips investigated the issue and found that host computer was defective and caused the reported issue. The host pc was replaced which solved the issue. The patient was not harmed due to the reported issue. The system was returned to the customer in working order. Based on trending analysis, there is no exceptional replacement rate for this item, therefore we take no further action in this matter. (B)(4).

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA (B)(4) .

Event description:
Philips received a complaint from the customer in which they stated that the equipment blocked in a neurological procedure with a patient on the table. The procedure was postponed by the hospital. Until now philips did not receive information about the state of health of the patient.